Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg. Functional leak testing was performed, and it was noted that there was a leak through the closed twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was free flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This occurred during use of the device for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.